Event description:
During shift check, the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on. The biomed cleared the ua45 by returning the driveshaft to the home position; however, the autopulse platform displayed ua45 again after performing a few compressions. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during the archive data review but not during the functional testing. The customer stated that biomed cleared the ua45 by returning the driveshaft to the home position; the autopulse platform was powered on and displayed ua45 again after performing a few compressions. However, ua45 was not reproduced during the testing performed at zoll and the autopulse platform functioned as intended. Upon visual inspection, unrelated to the reported complaint, noted a vertical crack on the screw well area of the front enclosure. The root cause for the observed physical damage was likely attributed to user mishandling. The front enclosure was replaced to address the observed physical damage. The archive data review indicated several ua45 error messages, thus, confirming the reported complaint. If the lifeband is not completely pulled up (fully extended) before use, the encoder shaft will not be at the "home" position. The autopulse functioned as intended by triggering ua45 when the driveshaft was not at the "home" position. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional testing with no error or fault. In addition, the autopulse platform was tested using a large resuscitation test fixture (lrtf) for 15 minutes, and the platform functioned as intended. Following service, the autopulse platform passed all the final tests without fault or error.